Event description:
On (B)(6) 2013, the distributer contacted animas, alleging that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the bolus button cover was found to be torn; the bolus button responded to button presses as expected. Unrelated to the complaint, the display screen was found to be dim and discolored. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.